Event description:
Healthcare professional (hcp) reported a blood leak on a CT 190g dialyzer. The blood leak occurred in 2001, use #10. The blood leak was noted by a blood leak alarm and confirmed by a positive hemastix result. A new dialyzer and blood lines were set up and treatment continued without incident. No pt injury or medical intervention was reported by the hcp.